Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of this transcatheter aortic valve, a temporary pacing lead was inserted at the neck. When the guidewire was passed through the native aortic valve, bradycardia was observed. The transcatheter valve was implanted. Subsequently, complete heart block (chb) was observed. The temporary pacing wire was removed, and the patient left the operating room. Additional information was received to confirm the temporary pacing remained in place when the patient left the procedure. However, a permanent pacemaker was implanted on an unknown date. The guidewire used in the procedure was a non-medtronic product.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012313259); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012289394); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of this transcatheter aortic valve, a temporary pacing lead was inserted at the neck. When the guidewire was passed through the native aortic valve, bradycardia was observed. The transcatheter valve was implanted. Subsequently, complete heart block (chb) was observed. The temporary pacing wire was removed, and the patient left the operating room.